Event description:
A pca (pt controlled analgesia) pump was programmed to deliver demerol 10ml every 10 minutes instead of 10mg. The programming error resulted in overmedication of the pt postoperatively in the pacu (post anesthesia care unit). The pt experienced a sudden decrease in respirations and level of consciousness which reversed immediately following the administration of narcan (narcotic reversal agent).